Event description:
It was reported that nim patient interface was not able to connect to the nim console via bluetooth. There was no patient involvement.

Manufacturer narrative:
H3: product analysis for nim console found that eic board knob loose, old ssd card, crm board failure, missing screws, wifi module with antennas. H6: codes c0208, c07, c070603, g02005 and g0405213 applicable for nim console. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h3: product analysis for nim patient interface confirmed the reported issue and found that stim board failure observed the patient interface fault detected, main board failure, wired connector was loose and afe board failed. H6: codes c0208, c070603, g02005 and g04034 applicable for nim patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied d16 code has been updated to d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h6: previously applied d16 code has been updated to d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.